Manufacturer narrative:
Citation: kim wk. Myocardial injury associated with transcatheter aortic valve implantation (tavi). Clin res cardiol. 2016 may;105( 5):379-87. Doi: 10.1007/s00392-015-0949-6 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding myocardial injury associated with transcatheter aortic valve implantation (tavi). All data were collected from multiple centers. The study population included an unspecified number of patients, an undetermined number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients one-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: apical aneurysm, ventricular septal perforation, mild to moderate paravalvular leak (pvl). Two patients suffered myocardial ischemia months following the corevalve implant. One annular rupture with a dissection of the aortic root and ascending aorta was noted following the post-dilatation of an oversized corevalve into a calcified annulus. Based on the available information, the annular rupture was likely attributed to medtronic product. No additional adverse patient effects were reported.